Event description:
It was reported that the patient underwent an MRI in 2006 which showed no abnormalities. The patient complained of shortness of breath a month later. The patient was seen by his family physician approximately 3 months before his death for shortness of breath. X-rays were taken, but did not show any issues. The patient was admitted to the hospital in early 2008 with shortness of breath. An x-ray (the following month) showed diffuse abnormal increase density involving the left hemithorax suspicious for diffused pulmonary infiltrate. Blunting bilateral costophrenic angles were suspicious for pleural effusions. A pet scan with concurrently acquired CT was also performed (same day) which noted multiple foci of fdg hyperactivity throughout the bony skeleton consistent with diffuse metastatic disease. The lesions extended into the left humerus and involve the sternum and much of the bony pelvis as well as multiple vertebrae. Fdg activity was also seen in both proximal femora. There was no definitive CT abnormality. There were multiple foci of fdg seen in the hilar and medstinal nodes. There was extensive pleural thickening present with mild fdg activity seen along the pleural margin particularly at the left lung base. Fdg activity was seen along the atelectatic lung in the left lingual. The largest node was in the subcarinal soft tissues. The right pleural effusion had increased in size. Extensive left pleural thickening was again seen with slight interval progression which may represent multiple areas of loculated fluid. There was physiologic fdg activity seen in the liver, spleen, gastrointestinal and gastrourinary tract. The patient expired ten days later, as a result of metastatic lung cancer that included many organs and spinal area. The family was concerned that the stimulator could have contributed to the cancer becoming so aggressive.